Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens tore/broke during delivery into the patient's right eye (od). There was no patient injury. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved. The reporter indicated the cause of the event was due to user error.